Manufacturer narrative:
H6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.00/+3.5/011 (sphere/cylinder/axis) (implanted vertically), in the patients left eye (os), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to low vaulting. The lens was replaced with another same model/length lens (implanted horizontally) and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial, with moisture and residue/debris on the product. Visual inspection found the lens haptic torn/broken. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).